Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5077613) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, cholecalciferol (vitamin d), diclofenac, hydrocodone, magnesium, naproxen, potassium and tramadol. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and medically significant), dysmenorrhoea ("painful menstrual cycle"), menometrorrhagia ("cycle that was as long as 22 days one month and now is a couple times a month"), intervertebral disc disorder ("lower back disc") and arthritis ("severe arthritis in right hip"). The patient was treated with cortisone. At the time of the report, the abdominal pain, dysmenorrhoea, menometrorrhagia, intervertebral disc disorder and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, dysmenorrhoea, intervertebral disc disorder and menometrorrhagia to be related to essure. The reporter commented: injuries (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5077613) on 11-jun-2018. The most recent information was received on 31-oct-2018 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, cholecalciferol (vitamin d), diclofenac, hydrocodone, magnesium, naproxen, potassium and tramadol. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and medically significant), dysmenorrhoea ("painful menstrual cycle"), polymenorrhoea ("cycle that was as long as 22 days one month and now is a couple times a month"), intervertebral disc disorder ("lower back disc") and arthritis ("severe arthritis in right hip"). The patient was treated with cortisone. At the time of the report, the abdominal pain, dysmenorrhoea, polymenorrhoea, intervertebral disc disorder and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, dysmenorrhoea, intervertebral disc disorder and polymenorrhoea to be related to essure. The reporter commented: injuries (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.